Manufacturer narrative:
The exact cause of the lead tip breaking could not be determined. A root cause evaluation could not be performed as the lead tip fragment remained in the patient.

Event description:
It was reported during replacement of the patient's drg system (reference MFR MDR # 1627487-2019-08363 and 1627487-2019-08364), the physician was not able to explant the tip of the l4 lead. The scs leads were successfully implanted but the tip of the l4 lead remained in the patient. No further intervention was planned to address the lead fragment still in the patient.